Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd cathena 22gx1.00in straight bc needle retraction failed needle gets stuck during use after insertion and cannulation into the vein, when stabilising the catheter and attempting to remove the needle, the needle gets stuck and a lot of pressure has to be applied to remove the needle. The nursing staff, from the day hospital unit, has notified us of incidents that have occurred over the last 15 days, when attempting to cannulate peripheral venous lines in 3 patients. It has been detected in 3 peripheral venous catheters (cvp) number 22 (0.9x25mm) from the commercial company "bd cathena", corresponding to lot 4096507, that after insertion and cannulation in the vein, when stabilising the catheter and trying to remove the needle, it gets stuck, having to exert great pressure to remove it. As a precautionary measure, we have removed the remaining 15cvp stored in the unit, corresponding to that batch, and new batch has been used. The hospital warehouse has been notified to confirm that no more boxes with the same batch number are stored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.